Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, lot# serial# (B)(4), product type: recharger.

Event description:
The consumer reported that the desktop charger connector pin was broken. The patient stated that he forgot to recharge his implant so it depleted and stimulation stopped. The patient went to recharge but the connector pin was broken so he was unable to recharge. A replacement was sent. The indications for use were non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.